Manufacturer narrative:
Batch review performed on 18 september 2025: lot 188422: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: 6 years after primary hybrid bilateral tha on a young woman, the diaphyses of the femur shows marked hypertrophy, even though the clinical report is not reported to be troublesome. The left side also shows a similar situation. The patient, in spite of the young age, shows extremely thin and weak proximal femoral bone on both sides. This is most probably what led the surgeon to choose cemented fixation for the stems at index surgery, a choice that we consider very wise and appropriate. The insufficient proximal bone quality resulted in marked stress shielding, but it was probably almost inevitable, given the peculiar condition of the patient. We do not see any reason to suspect a defective implant. There is no reason to suspect a faulty device. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
During a postoperative follow-up examination, x-ray imaging revealed cortical hypertrophy at the distal portion of the stem (right side). The patient remains under observation. The primary surgery was performed on (B)(6) 2019 (right side), (B)(6) 2019 (left side).